Manufacturer narrative:
The device was returned to olympus for inspection, and the reported failure was not confirmed. In addition, the following reportable malfunctions were identified during the device evaluation: noisy image. A root cause could not be identified. Based on the results of the investigation, the cause could not be determined for the customer-reported allegation. For the additional finding of a noisy image, corrosion was observed on the plug unit, which caused the image noise and lead to poor image quality. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
The customer reported that the scope displayed an error during reprocessing involving an olympus gastrointestinal videoscope. There were no reports of patient involvement.